Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by biomed on behalf of the PICC rn that the end users are intermittently unable to see changes in the patients internal EKG when using sherlock 3cg tcs diamond technology with sherlock sensor asbtl372 used with halcyon ultrasound system. The rn stated that on multiple occasions when advancing the PICC the patients EKG stays the same and they do not get a 'green diamond' that they feel they should and usually obtain when the PICC is 'in the right spot.' There was a case reported to have occurred (B)(6) 2018 with a patient that had a normal base EKG. When advancing the catheter there were no changes to the EKG. It was thought that the catheter may not be in the svc and could have curled up into the jugular. The PICC was removed and another inserted but the patients EKG remained the same. The patient was taken to cxr and found that the PICC was in the lower svc. Fa has attempted to troubleshoot some possible causes over the phone and has reached out to the local bd clinical specialist to assist. The bd clinical specialist followed up after an on-site visit and stated that a bd engineer accompanied the clinical specialist to the facility and found that the week of issues the customers scale was down. It is thought that this may have been a factor in the reported issue. The bs team covered the importance of lead placement as well. The PICC team did not have any live placements so they could not observe a real time placement. Cns reported that they will continue to monitor the situation.